Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending artery. A 3.50x26mm rx graftmaster stent delivery system (sds) failed to cross the lesion due to anatomy. An unspecified balloon dilatation catheter was used to successfully seal the perforation. An unspecified drug eluting stent was previously implanted at the injured site. There was no adverse patient sequela reported. No additional information was provided.